Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4. 8110 351.6700 error. Did not get serial number. 351.6700 and call stack error showed in log. Recommend to reflash the unit. If reflashing does not work logic board will need to be replaced.